Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 30-dec-2025, a sales representative reported via phone that three ar-3680 fibertak button implant systems pulled out of the bone while shuttling sutures. Attempts to convert down to the anchor were unsuccessful, as the implants continued to pull out instead of converting. All three implants were subsequently removed intact from the patient. The case was completed using an ar-2260 distal biceps repair implant system. The issue resulted in an approximate 20-minute surgical delay, and it is unknown whether additional anesthesia was administered. The event occurred during a proximal biceps tenodesis procedure on (B)(6) 2025. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.